Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The site reported when withdrawing the gencut core biopsy needle, a gush of blood was noticed in the aspiration syringe. The procedure was aborted as it was complicated by massive bleeding." No further information is known at this time.